Event description:
It was reported that signal loss occurred rarely between (B)(6) 2026. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour rarely within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).